Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Insulin pump stated that the alarm occurred twice. Customer reported that the act button wasn't working and that the second time she tried to deliver a bolus, she had the same issue. Customer stated that she has carpal tunnel. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.